Event description:
It was reported that before use with a polyflux set, a foreign object was found "in the inside". There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: six (6) devices were received, and photographs of the samples were provided for evaluation. Visual inspection of the photos showed several black spots on the side of one (1) dialyzer header cap and housing. Inspection of the six (6) actual samples showed the products in the original packaging. Several small black particles were visible inside the header caps and housing of five (5) products. There was no visible particulate in one (1) of the actual samples. The volume of the material was inadequate for material analysis; therefore, the specific origin of the particulate was not identified. Based on the barcode information, the samples were processed at the packaging system within a very short time (3 minutes). This indicates that the particles may have come into contact with the product during the packaging process, through abrasion from a transport belt or contamination of the packaging materials. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the particulate was determined to be manufacturing related, and the impacted product was not detected and sorted out during visual inspection. Should additional relevant information become available, a supplemental report will be submitted.